Manufacturer narrative:
Product analysis the full lead was returned and analyzed. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted the helix was covered with tissue at time of analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged and caused a cardiac perforation and effusion. The lead exhibited int ermittent non-capture. The physician attempted to reposition the lead several times but the lead continued to demonstrate poor sensing and unstable thresholds. The physician removed the lead and noted tissue in the helix. A new lead was placed. No further patient complications have been reported as a result of this event.